Event description:
New information received states that an asymptomatic patient presented on clinic for routine follow up. Upon interrogation, high capture threshold, low sensing and out of range, high pacing impedance was noted on the right atrial lead. Upon testing the lead, high capture threshold and low sensing value remained the same, but there was increase in out of range, impedance measurements. The patient was not pacemaker dependent. Programming changes were made. The physician was aware of this issue. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, loss of capture, high, in range pacing lead impedance and low p-waves were observed on the right atrial lead. Cap confirm algorithm which was turned on previously and it was unable to determine the threshold which displayed the value as unknown which eventually forced the algorithm later resulting in high threshold. Upon further testing, very high capture threshold, low p ¿ waves and high, in range pacing lead impedance was observed on the right atrial lead. Upon review of data trends, it was noted that there was a dramatic rise in impedance value on (B)(6) 2018. High, in range, pacing lead impedance along with multiple automatic mode switch (ams) episodes of noise and decrease in sensitivity were noted and the threshold value was unknown at this time. Programming changes were made, and the physician planned to revise the lead during generator change out procedure. The patient was stable and will continue to be monitored.